Manufacturer narrative:
A medwatch form was not received from the reporter. Any missing or incomplete data on form 3500a is the result of info not being provided or released by the reporter. This product was being used for treatment. The actual device was not made available for eval. No remaining devices of the reported lot were available for eval. A review of the mfg records showed no anomalies. While we did not receive the subject device back from the complainant, the site provided a photo to show the obturator tip was not present at the cannula tip when the device was fully deployed. A single root cause could not be determined based on the picture, but three potential issues were identified. The obturator was shorter than specified, the obturator was not fully deployed, or the obturator was missing from the inside of the device assembly. Without the return of the device involved in the complaint, the actual true device issue could not be identified. It could not be determined that the device did not meet spec and/or may not have performed as intended which would indicate a malfunction of the device. In a situation where we are uncertain, it is appropriate to submit a report.

Event description:
During a procedure conducted in the doctor's office to place a palatal implant, the implant inserter did not completely inject the implant into the pt's palate, and the implant was implanted superficially. The doctor then used the needle at the end of the inserter to advance the implant further into the palate, and the procedure was successfully concluded with no reported complications or extrusions.